Event description:
It was reported that the implantable neurostimulator (ins) was flipped and the flip was confirmed by the healthcare professional. It was noticed on the (B)(6) prior to the date of this report that the ins was flipping. The patient was having pain, inflammation, swelling and it was taking longer to get a charge. The patient was going to have a revision. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n308698, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).